Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported pod hazard alarm or determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was travelling in (B)(6), the pod emitted an alarm after approximately 5-24 hours of pod wear on the abdomen. The patient reported experiencing severe vomiting after removing the pod and initially attributed her symptoms to food poisoning. She stated that she was unable to apply a new pod due to her condition and that her husband attempted to administer insulin via manual injection; however, she continued to feel unwell and developed symptoms including diarrhea, thirst, sweating, and shivering. The patient presented to the hospital on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis and a bacterial infection, which she believed may have been related to food poisoning. The patient estimated that her blood glucose level at the hospital was approximately 25 mmol/l (450 mg/dl). Treatment provided during hospitalization included insulin infusion, antibiotics, electrolytes, probiotics, and intravenous fluids. The patient remained hospitalized for approximately two and a half days and was discharged on (B)(6) 2026.